Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the software needed an upgrade from version 1.06 to version 4.10 and a receptacle board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video system center exhibited a loose scope socket and video connector socket that couldn't secure any paddles. The scope connector cables were loose and disconnected when moved slightly which caused noise or loss of image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the connection is disconnected due to a failure of the video connector socket. Olympus will continue to monitor field performance for this device.